Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es encountered a problem where the time shown on the station was inaccurate, being 2 hours behind central standard time (cst). This incident resulted in a delay in patient care and confirmed that there was no patient harm. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-apr-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was set to pacific standard time (pst) instead of central standard time (cst). A technical support specialist (tss) dialed into the station and corrected the time zone by running the command tzutil /s "central standard time" and formatting the time using time hh:mm: ss. The station was then rebooted, which resolved the issue. The system functioned as intended after the technical support specialist troubleshot the device.